Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A visual inspect of the connecting tube ensured that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Both lock levers are broken off. The broken portion was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to external stress was applied to lock lever of connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. User can detect the event by conducting the inspection below. 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that one or both of the wings that clip the connecting tube to the machine are missing. This issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.